Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging that the spring on his onetouch lancing device is weak and that he is unable to test. He stated that he has had the lancing device less than a year and the lancing device "never really worked." The patient claimed that as a result of the lancing device issue he was not testing as much and that he developed hyperglycemic symptoms he described as headaches, dry mouth, urinating frequently, and fatigue. The patient was unable to report exactly when his symptoms began after the lancing device issue began. He denied receiving any form of treatment above and beyond his usual diabetes routine. According to the troubleshooting performed by customer service, the reported issue was not resolved. Replacement product was sent to the patient. This complaint is being reported because the patient allegedly developed hyperglycemia after the lancing device issue began. In addition, the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.